Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was less than 300 ccs. Cracks or other damage were not noticed on the dialyzer by the facility. Treatment was completed upon re-setup with new supplies. Patient was in stable condition and no adverse events or medical intervention required. Sample has not been returned to manufacturer.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.